Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, failed volume accuracy testing, 18.832 and 18.682.

Manufacturer narrative:
Additional information: a1, h6, h10: information was received indicating that indicating that the event occurred during preventive maintenance. No patient was involved.

Event description:
Oracle ro 1200188: failed volume accuracy test (18.832 and 18.682) additional information received via email and attached 10/jan/2022: error occurred during testing. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No device problem found. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.